Event description:
Pt experienced necrosis at depressed acne scar, left cheek during collagen injection. Physician treated with 2% nitropaste ointment and 2 aspirins immediately following the injection.